Event description:
Reportedly, on (B)(6) 2013, around 11.00 am, the pt arrived in ambulance to the hospital emergency because she received at home several shocks. At hospital, in the coronary department, the pt was still receiving shocks. The physician tried to program the shocks off but it was not possible since when interrogating an error of telemetry was found. Two programmers were used without success. Then a magnet was used to inhibit the therapies without success. Three different magnets were used and finally the therapies were inhibited (although with some shock from time to time). The pt was then moved to the electrophysiology room and the interrogation worked properly and the therapies were definitively programmed to off. The ICD delivered 90 shocks, and a warning message of excessive charge time was displayed. After checking the episodes, it was suspected a breakage of the lead. It was decided to remove the lead and the ICD. The lead could not be extracted, thus capped and left in place. Another lead and another ICD were implanted. The subject ICD involved in this report will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.